Manufacturer narrative:
Technical analysis a broken portion of the device involved in this event was returned for investigation. Visual inspection revealed that the nail had fractured at the level of the buttonhole, near the area housing the internal compression and locking mechanism. The fractured distal portion remained in patient and could not be retrieved for analysis. It was not possible to perform the functional check, since the device was found broken. The lot number on the returned portion of the nail was unable to be confirmed. A review of similar cases was performed, and no other complaints have been reported in the last 24 months. Thus, this case is isolated. Possible adverse effects from the relevant instructions for use: loosening, bending or breakage of implanted components.

Event description:
Received further information stating during the removal surgical procedure a portion of the nail remained in patient. As per reporter no indication of removal of the remaining nail will be performed. Patients condition is reported as doing fine. Distributor ref: (B)(4).

Manufacturer narrative:
Device involved in this event has not been returned as it is still implanted in patient.

Event description:
Received information that an implanted ankle hindfoot nail cracked. As per reporter patient will undergo a revision procedure. Distributor ref: (B)(4).